Event description:
Customer reports to have experienced a reservoir failure. Customer states that insulin pump leaked insulin. Customer called upset due to wanting to return the insulin pump and discontinue pump therapy and states he will be getting insulin pump replaced. Customer was upset as he did not receive all supplies for returning insulin pump and supplies. Customer was transferred to customer service. Customer's blood glucose was unknown. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.